Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6)2017. It was reported that no cause of the motor stall had been determined and that the pump needed to be sent to the manufacturer for analysis. It was indicated that it was the facility¿s policy to send the pump to pathology after explant and that it would be returned to the manufacturer when made available from pathology. The patient¿s weight was not available. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl 50 mcg/ml at 24 mcg/day and bupivacaine 30 mg/ml at 14.4 mg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event log report showed an active motor stall occurred on (B)(6) 2017. The patient experienced increased pain. The pump was being replaced on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to gear-pinion. If information is provided in the future, a supplemental report will be issued.